Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation.cardiac arrhythmia is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Section f9: approximate age of device ¿ 1 year and 5 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 for orthostatic hypotension and acute kidney injury related to blood pressure (bp) medication regimen. The patient¿s implantable cardioverter defibrillator (ICD) was interrogated and revealed nonsustained ventricular tachycardia (nsvt) over the prior 2 days. The patient was started on an amiodarone drip. The following day the amiodarone was discontinued as it was believed that the nsvt was due to a suction event. The lvad speed was decreased to 8800 rpm and the nsvt resolved on (B)(6) 2017. No additional information was provided.